Event description:
Arsenic trioxide was hung onto pole and tubing was placed in IV pump, not connected to patient when chemo started leaking from tubing inside pump onto the floor. Chemo and tubing were removed and placed inside chemo bag. Small hole was discovered in "stretchy part" of tubing located inside pump chamber. Charge nurse notified, chemo pharmacist notified. Spill kit and appropriate ppe was used to clean spill, IV pump and pole cleaned and removed from patient room. Chemo did not come into contact with patient or clothing.